Event description:
The customer alleged the 840 ventilator stopped cycling while in use on pt. The pt was not harmed or injured as a result of the event. The customer's biomed technician inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.